Manufacturer narrative:
This product remains in service and was not returned. As such, physical analysis has not been conducted in our laboratory. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Labeling review information confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Based on a thorough review of the reported complaint, the conclusion code known inherent risk of device was assigned.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) oversensed noise on this right atrial (ra) lead and the shock channel, which caused the device to deliver inappropriate anti-tachycardia pacing (atp). Technical services (ts) discussed that an ra lead issue can lead to noise being picked up by the shock channel. Ts also discussed that rhythm ID was impacted by the noise. Also, this ra lead had a low in range pacing impedance of 200 ohms. Ts recommended bringing the patient in for further testing and reprogramming. This ra lead remains in service. No adverse patient effects were reported. Additional information was requested from the field. At this time, no further information was available. This investigation will be updated should further information become available in the future.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) oversensed noise on this right atrial (ra) lead and the shock channel, which caused the device to deliver inappropriate anti-tachycardia pacing (atp). Technical services (ts) discussed that an ra lead issue can lead to noise being picked up by the shock channel. Ts also discussed that rhythm ID was impacted by the noise. Also, this ra lead had a low in range pacing impedance of 200 ohms. Ts recommended bringing the patient in for further testing and reprogramming. This ra lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.